Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. The patient left the clamp closed on the patient line during priming of the device. The patient then connected to the patient line without ensuring that it was properly primed. The technical service representative reviewed proper procedure with the patient. The patient would restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient left the clamp closed on the patient line during priming of the device and then connected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.